Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred due to circuit board failure and dust inside the device. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record could not be reviewed because the subject device was manufactured more than 15 years ago. Because the device was installed more than 15 years ago, it was considered that dust accumulated inside the device due to long-term usage. Due to this dust, temperature inside the device increased, and short-circuit occurred because leak current was generated due to absorption of moist. This led to the malfunction of the circuit board and caused image failure.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that image flickering, frozen, absent, and no image was available. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. It was reported that the event had occurred also at the user facility. The event occurred during an endoscopic retrograde cholangiopancreatography with stone extraction. The entire workflow had to be stopped due to the event. The procedure ended prematurely and had to be postponed. The patient was reordered, but the patient had no injury.